Manufacturer narrative:
B2. Date of death: month and year of event have been provided, but day is unknown. B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when attempting to remove the needle from the patient after the blood was drawn, the needle broke off from the root and remained in the patient's body. The operator of the device was a health professional, and the event occurred in (B)(6) 2024 at the hospital. There was patient involvement and adverse event reported as death. The cause of death was reported as unknown. No comment for causality between adverse event and the product. Other disinfection (as reported) was carried out and no infectious diseases occurred.

Manufacturer narrative:
One needle-pro device with a needle hub still attached and the cannula was missing. Although visual inspection confirmed the reported issue, the investigation could not identify a root cause for the observed breakage of the needle. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.